Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 7122-60 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on stored egms on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.